Event description:
Explantation in 2003 for an overdrainage of the valve despite the high pressure setting (200 mm h2o). Explantation of the implant and replacement with a new sophy value. No injury reported except before operation (haematoma), the patient presented no more neurological troubles after operation.